Event description:
Journal article received: lateral cortical notching in specific cases of delayed unions or non-unions after intertrochanteric and reversed fractures, injury, 2012 september; conference: 2012 annual meeting of the osteosynthese international rostock germany conference start: 20120919 confrence end: 20120922. Conference publication: (var. Pagings). 43:s18-s19. Authors: h. W. Stedtfeld, h.j. Bail, r. Biber. Study analyzed the occurrence of delayed union or non-union after inter- or reversed trochanteric fractures in eight patients (7 female, 1 male). Mean age was (B)(6) years. Failure of bone healing may cause permanent strain on the implant leading to nail breakage as was seen in 3 of these 8 patients. It is unknown if these are synthes devices. This report is on 3 unknown nails. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis PMA / 510 k: cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.